Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr ous 2.50 x 16mm stent delivery system (sds) was returned to the complaint investigation site (cis). A visual and tactile examination revealed no issues with the hypotube shaft, outer / mid-shaft sections or the inner lumen of the device. It was noted that no stent was attached to the returned device. Microscopic analysis revealed that no stent was attached. The balloon cones were subjected to positive pressure. The bumper tip showed no signs of distal tip damage. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within maximum crimped stent profile measurement. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
Reportable based on device analysis completed on 12-jun-2025. It was reported that crossing difficulties were encountered. A 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, stent did not cross the lesion due to the resistance. No patient complications were reported. However, returned device analysis revealed stent detached.